Event description:
It was reported that there was repeated noise on the a and v channels when the leads were connected during implant. No noise on analyzer, only when connected to the device. The device was not implanted. It was subsequently returned for oversensing on both channels and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.